Manufacturer narrative:
This report is for an unk - screws: nail locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, an a2fn nail right side was implanted into a patient's femur for a midshaft femur fracture few months ago. Surgeon complain post-op 4 months the fracture shows no sign of healing and patients leg tends to be valgus. Suspected the nail bowing have some manufacturing defect and quality control. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unk - screws: nail locking. This is report 4 of 5 for complaint (B)(4).